Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed power error detected twice in a day. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. Customer was able to clear the alarm and rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump passed active current measurement, self test and displacement test. However, insulin pump had high sleep current measurement due to pump received power error detected because of j6 connector resistance issue.